Event description:
It was reported that an ilet pump did not charge despite placement on the charging pad for several hours, with the charger showing a solid green light and the pump displaying ¿therapy stopped¿ and ¿low battery,¿ and attempts to use multiple outlets did not resolve the issue; no liquid was observed, and an image indicated the device was not charging. Symptoms included interruption of insulin therapy due to loss of power. Outcomes included the need for backup diabetes therapy and replacement of the device. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected battery charging or power management malfunction consistent with device power failure despite an apparently functional charger. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the charging or internal power system.